Manufacturer narrative:
The microtip was received by the manufacturer for evaluation. No damage or defect was found upon visual external inspection. Upon disassembly of handpiece and electrical connector no damage or defect noted. Per the evaluator, no short was detected, no broken wire or damaged crimp connections. Evaluation found high resistance on the black wire to the connector pin and the failure was isolated to the inside of the connector bucket. The failure is attributed to poor electrical contact at the cut connector (cup side). This medical device report is being filed for the non-completion of the procedure. Both microtips were from the same lot number. One microtip was disposed of by the center and the other returned for evaluation. The evaluation results are included in this report. The first microtip utilized was the one disposed of by the center. The probable cause for the failure of the microtip is identical to the failure cause above, poor electrical contact at the cut connector. An MDR is being filed on the second microtip as the failure of the microtip resulted in the postponement of the procedure. Per the company's policy, in the event a microtip does not work, an additional microtip may be used to perform/ complete the procedure. In the event a patient is prepared for a procedure and the procedure cannot be completed due to the failure of a device an MDR is to be submitted.

Event description:
During a procedure, two microtips failed consecutively. The first microtip activated a "check handpiece" error message on the console. A second microtip was connected to the console and the same message activated. Per the information provided the microtip had been introduced into the incision site of the patient when the error message occurred and the device would not cut. The center did not have any additional microtips available to proceed with the procedure. Due to the failures the doctor postponed the procedure to the following day. In preparation for the procedure, the patient was injected with a local anesthetic and then incised. It is the policy of the manufacturer to report any procedures that cannot be completed once the patient is incised/ prepared for the procedure. The procedure was completed the following day. There was no injury, complication or effect to the patient caused by the failure or delay.